Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that, "was doing my quality control check when I saw that the osteotome was chipped. No one reported this to me so I do not know when or how this happened."